Event description:
It was reported that the insulin pump alarmed no delivery. The caller stated that the low reservoir setting was set at 20 units, but the insulin pump only alarmed half of the time when the reservoir had 20 units of insulin remaining. The customer's blood glucose was 7.4 mmol/l. The caller was advised to use recommended infusion sets and stated that the customer would follow up with the nurse.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.